Event description:
Product problem: broke wire in graft. This could be life threatening. Product, should have a life expectancy of the user(s), especially if it is being implanted internally. This is highly critical. I went and saw vascular surgeon. He stated the best I can do is, continue with this inferior product and if it starts giving me problems, we would have to put a graft within a graft.